Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia, with the device displaying 280 mg/dl while a fingerstick measured 210 mg/dl; the user was advised to allow the pump time to correct and later reported improvement to 193 mg/dl, and the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hyperglycemia and patient-reported thirst. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and component remained unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.